Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ per the tandem user guide, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 40 mg/dl, and the meter bg reading was 70 mg/dl. No additional patient or event information was available. Reportedly, the customer performed calibrations when there was no bg value displayed on the cgm home screen and entered calibrations from two different bg meters into pump. A replacement sensor was sent to the customer.